Manufacturer narrative:
The insulin pump was received with critical pump error and pump error3, problem isolated to connector. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they removed the battery, but it is still alarming. The customer stated that the pump is repeatedly receiving red cross through it and the arrow to user guide with question mark on. The customer was advised to call back to troubleshoot.